Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review, and referring to known similar event, it was presume that tensile stress generated with removal had most likely contributed to breakage of the tip of the sion guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was likely jailed by the newly deployed stent. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effect] ~ separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi sion guide wire broke and additional devices were requited to retrieve the broken tip. The procedure was a percutaneous coronary interventional to treat a calcified 80% stenosis in the left anterior descending artery (lad) and non-calcific total occlusion in the diagonal branch. Sion was used to protect a side branch during canalization of the occluded diagonal branch. With sion left in situ, a stent was deployed in the lad. When the guide wire was removed after stenting, the wire tip broke off in the diagonal branch. A self-made trap made of a balloon, guide wire and guide extension was used to successfully retrieve the broken tip. The procedure time was delayed for 1.5 to 2 hours without adverse impact on the patient. The patient was discharged.